Event description:
Neuronetics received a medwatch (mw5169286) from FDA in which a patient alleges he experienced a hypomanic episode after his 20th tms session at which time his treatment was stopped.

Manufacturer narrative:
The patient provided his contact information in the medwatch report and therefore neuronetics was able to obtain additional information including the practice where he was treated. The practice confirmed that they were concerned the patient was experiencing symptoms of hypomania which could reflect a bipolar variant. Bipolar disorder is currently not a cleared indication for use and hypomania is a rare but serious potential side effect from tms treatment in patients with such disorders.